Event description:
The event is reported as: after using the handle for intubation, the light would not turn off when in the closed position. Handle continued to get extremely hot. No pt injury reported.

Manufacturer narrative:
The defective product has been rec'd for investigation, but investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.